Event description:
Information received with return of the explanted device notes that the patient's implantable cardioverter defib- rillator (ICD) showed 20 fibrillation episodes due to the sensing of high frequency signals. During explant, both leads were noted to have an insulation break. There were no consequences to the patient.